Manufacturer narrative:
Follow-up # 1 ¿ (07/28/2014).the lay user/patient¿s meter has been returned on 07/02/2014 and evaluated by lifescan product analysis on 07/23/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter read inaccurately high with the control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that an alleged inaccuracy began at an unspecified time on (B)(6) 2014 when he obtained a control solution result of ¿177 (102-138) mg/dl¿ with the subject meter, which fell above the control solution range printed on the vial of test strips. The patient manages his diabetes with oral medication (metformin), diet, and exercise and denied taking any action in regards to his normal diabetes management in response to the alleged issue. The patient stated, at an unspecified time after the alleged issue occurred, he developed symptoms of ¿anxiety and uncomfortable¿. At an unspecified time on (B)(6) 2014, the patient stated, he went into his doctor¿s office for a visit and his blood glucose was tested. The patient obtained a reading of ¿99 mg/dl¿ with the doctor¿s/clinic meter. The patient stated health care professional (hcp) ¿took the patient off the metformin¿. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because, the alleged issue remained unresolved at the time of troubleshooting.